Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim incident details: leaking of medication from IV administration set to plastic hub above where it is inserted into channel. On the upper portion - not in the channel.

Manufacturer narrative:
One sample was received for quality evaluation. Visual examination of the sample was conducted and no damages or abnormalities were identified. The infusion set was then primed with water and a leak was identified at the tubing to upper pumping segment fitting was observed. The customer complaint of leakage was confirmed. The investigation was forwarded to the manufacturing site to determine the possible root cause for the issue. After the investigation it was determined that the root cause of the issue was that an incorrect application of medical solvent by the dispenser. Updates to the manufacturing documentation to specify the correct medical solvent dispenser bushing and pin combination was open to address the issue.